Event description:
It was reported this was a closure using the pre-close technique via a 5f sheath hole prior to a thoracic aneurysm procedure. Reportedly, only the white suture link was attached when the plunger of the first prostyle device was removed. There seemed to be a cuff at the distal end of the white link, only the blue suture was missing. The sutures of a second and third prostyle devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the thoracic aneurysm procedure was completed. The puncture site was attempted to be closed. When the rail suture of the second prostyle device was pulled, the entire suture came out of the patient¿s body. The exact same thing happened with the suture of the third prostyle device. Hemostasis was achieved with a prostar device. The patient is doing well. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The malposition was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The cause of reported difficulties and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely an interaction of the device with patient anatomy, friable vessel, or tensioning angle is not being coaxial due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the access site was the right common femoral artery. No additional information was provided.